Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify battery out limit alarm due to no button response.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The insulin pump was returned for analysis.